Event description:
Health has been deteriorating over last few years. Chronic tiredness unable to function many days. Severe pain across body thought to be fibromyalgia in absence of any other reasons. Blurry eyed, tinnitus, burning pain in breast, folate deficiency, unknown allergy, constant sinus problems, anxiety, depression, chronic headaches, palpitations. Go has seen a deterioration in my health but doesn't know what else to suggest. She has referred me to rheumatology for fibromyalgia assessment, she thought it might be stress from my job and suggested I change it, I have felt as though I'm going mad. Just feel awful. I have had CT scans, MRI, blood tests, but no help. My blood tests showed high folate deficiency and unknown allergy. My immune system is compromised. I now think that it is to do with my allergan biocell breast implants. My symptoms match those that I've seen described for breast implant illness. I cannot afford to explant and I really hope that these implants are banned and allergan pay for operations to explant. I want to feel right and have my life back. Please keep a record of my symptoms. FDA safety report ID # (B)(4).